Manufacturer narrative:
(B)(4). Date sent: 7/1/2025. B3: publication year of 2005. D4: batch # unk. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. This report is being submitted as part of a retrospective review of published scientific articles captured under CAPA-014204. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. In the article it states: ¿major postoperative complications reported for the hs group¿ what were the major postoperative complications? Are these events attributed to the use of harmonic scalpel (ultracision; ethicon)? Was there any change in the patient care as a result of this event? What is the current patient status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Title: harmonic scalpel reduces bleeding and postoperative complications in redo cardiac surgery. Authors: nicola luciani, md, amedeo anselmi, md, mario gaudino, md, giuseppe nasso, md, franco glieca, md, lorenzo martinelli, md, filippo santarelli, md, mario perisano, md, and gianfederico possati, md. Citation: ann thorac surg (2005); 80:934¿938. Doi:10.1016/j.athoracsur.2005.01.049. In the present study, the authors sought to evaluate the safety and usefulness of the harmonic scalpel (hs) in redo cardiac procedures performed and the effects of its adoption on in-hospital clinical outcome. From january 2003 to march 2004, the 150 patients were included in this retrospective study underwent redo cardiac surgery. Seventy-five patients (44 male and 31 female; mean age: 68 ±1 years) were operated on using harmonic scalpel (ultracision; ethicon) and 75 further cases (41 male and 34 female; mean age: 66 ±5 years) were selected in which the conventional electrocautery and scissors had been adopted during the same period (non¿harmonic scalpel, nhs group). The sternum was opened using an oscillating saw, careful pericardial adhesion removal was carried out by the ultrascissor among the hs patients, and by traditional electrocautery and scissors in the nhs individuals, and final hemostasis was performed with the same methods for the two groups. Reported complication in the hs group included major complications (n-?). In conclusion, the study suggest that harmonic scalpel is safe and is associated with better in-hospital outcome and lower postoperative blood loss in redo cardiac surgery.